Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction to a4.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-07436. It was reported the ipg was unable to communicate with the external devices. Reportedly, the patient has not recharged or used the ipg in several years due to ineffective stimulation. As such, surgical intervention may occur to address the issues.